Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement on the atrial channel. A boston scientific technical services consultant instructed the caller how to reset the lss and recommended testing in both configurations. Impedance measurements were stable and within range at 450 ohms in unipolar configuration and 550 ohms in bipolar configuration. The consultant then recommended isometrics and pocket manipulation while sampling impedance. The caller will discuss the clinical observations with the physician. This device was subsequently explanted for normal battery depletion. Impedance measurements with the replacement device and the chronic lead were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.